Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-02469. It was reported that during a stenting treatment procedure stent damage occurred. The 80% stenosed target lesion being treated was located in the non-tortuous proximal left anterior descending (lad) artery. The lesion was pre-dilated with a 4.0x15mm nc quantum apex balloon. A 3.5x16mm ion and a 4.0x16mm ion stent delivery system were advanced to the lad and deployed in the lesion. The stents were not fully apposed to the vessel wall so post-dilation with a 4.0x15mm non-compliant quantum apex balloon was performed. It was noted that the stents shortened about 2 to 3mm after post-dilation. The physician confirmed the shortening with intravascular ultrasound. The procedure was completed at this point. No patient complications were reported and the patient's status is ok.